Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that during the procedure (a myomectomy + polypectomy) performed via operative hysteroscopy using bipolar resection, a metallic resection loop broke. The entire medical and paramedical team searched for the tip of this loop without success. The patient was then taken to the scanner to locate this loop. Another device from the same batch was used in an attempt to retrieve the broken loop, which also broke. Its use was discontinued, and it was placed in quarantine.

Manufacturer narrative:
Result of investigation: as the product has not been returned, a final determination of the root cause is not possible. By reviewing root causes of similar cases of the same product, it is most likely that the cutting loop got damaged by mechanical overload. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Device evaluation: revised version bb because product has been sent back - investigation, similar complaints, sales numbers and conclusion and root cause determination updated. As the broken surfaces show a ductile appearance and the electrodes are bent, it is most likely that the cutting loop got damaged by mechanical overload. The event is filed under internal karl storz complaint ID: (B)(4).